Event description:
The patient stated that there were issues refilling the pump since implant. The pump had over-infused many times post-refill session. There were no alarms. After the last refill he experienced a "narcolepsy seizure" even though no fluid had been injected into the pump. There was a pocket fill. The patient was freezing and had a "seizure" in the clinic cafeteria; he felt like he was falling asleep. He experienced dizziness, sedation, and euphoria. The healthcare professional stated that during refill session, three different people accessed the reservoir but were unable to aspirate any fluid. The expected residual volume was 22cc. They attempted to refill the pump and were unable to put any drug in the pump. There were no issues with previous refills. The physician speculated that one reason that this could have happened, was that the patient or someone accessed the port to remove drug and damaged the pump rotor. No device troubleshooting was planned based on this; instead it was decided to replace the pump. The pump was not infusing any medication while waiting for the replacement. A pump replacement was scheduled (B) (6) 2009. The patient called and canceled, stating he would reschedule. The healthcare professional's office had been unable to get in touch with the patient.

Manufacturer narrative:
(B) (4). "Freezing" feeling & euphoria.